Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to inflation issues, tear in the cylinders, and fluid loss. The ipp was revised and the procedure was completed with no patient clinical consequences.